Event description:
The core universal driver was sent for svc and it began to oscillate without user activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
H6: corrosion damaged was noted within the internal components of the device.